Event description:
It was reported that shaft break occurred. The target lesion was located in the left anterior descending artery. A 3.5x12 nc emerge was advanced for dilatation. However, during the removal of the device, the balloon broke in half at the mid shaft. The physician advanced a second wire down and wrapped the distal shaft between the wires. The physician successfully removed the device from the patient's body. The procedure was completed with a non-bsc device. No patient complications were reported and the patient was fine.

Manufacturer narrative:
Device evaluated by MFR..: returned product consisted of an nc emerge balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There were numerous kinks. There was a complete separation at 46.3cm distal of the strain relief. There was contrast and blood in the inflation lumen, and blood in the guidewire lumen. The balloon was loosely folded. The device was soaked in a water bath for two days to loosen the blood and contrast in the device. An unknown guidewire was removed from the device. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that shaft break occurred. The target lesion was located in the left anterior descending artery. A 3.5x12 nc emerge was advanced for dilatation. However, during the removal of the device, the balloon broke in half at the mid shaft. The physician advanced a second wire down and wrapped the distal shaft between the wires. He successfully removed the device in the patient's body. The procedure was completed with a non-bsc device. No patient complications were reported and the patient is fine.